Manufacturer narrative:
Follow-up #1: date of submission: 2/1/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2017 with the following findings: unable to investigate display issue, as additional failure prevents adequate investigation. Pump was returned with a blank display. Opened pump- oled was found to be cracked. Test display screen operated properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The device has not been returned to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.